Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.